Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00167 for information related to the mesh implanted in 2009.

Event description:
Attorney reported: 2000 - the patient was implanted with a composix kugel mesh patch. 2000 - the patient was implanted with a composix kugel mesh patch. 2000- a mesh patch was explanted. 2001 - a mesh patch was explanted. Based upon the implant date the product can not be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.